Manufacturer narrative:
The pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, displacement test, active current test and sleep current test. Unit passed dat at 0.0871 inches. Successfully downloaded history files and traces using thump. Total of 74.075 units of normal bolus was delivered on 12-feb-2026. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, low battery alerted on 02/08/2026 13:26:00, 02/06/2026 13:27:00 and 01/25/2026 00:23:00 found in the history files. Battery cycle 7.0 received the lowbatteryalert (104) on 02/08/2026 13:26:00 faster than expected at 1.6 days. Battery cycle 6.0 received the lowbatteryalert (104) on 02/06/2026 13:27:00 faster than expected at 6.65 days. Battery cycle 3.0 received the lowbatteryalert (104) on 01/25/2026 00:23:00 after more than 7 days at 8.49 days. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case (minor). Customer experienced an unexpected power loss of less than 7 days per the pump history. Charge/battery lasts less than expected was confirmed, problem suspecting hardware issue. Unable to verify high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported that the pump battery needs to be replaced every 2 days, even after replacing the batteries. The customer was treated with manual injection. The event involved product(s) mmt-512, mmt-342, mmt-431ag, mmt-1884. Troubleshooting was not performed. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-512. No product return is required for mmt-342. No product return is required for mmt-431ag. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.